Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that she could not get patient programmer (pp) to work. She was on 1.2v on program 3 but when she tried to increase to 1.3v, she reported seeing ¿turn stimulator on¿ message. She wanted to increase stim because she was not feeling ¿pulsing¿ and wasn¿t feeling anything. It was reviewed with patient that she will not able to increase stim unless the implant is turned on. She suspected the implant was not working and was somehow turned off but reported she had not came near the pp to have turned the implant off. Patient services walked patient through turning implant back on and patient reported feeling stim fine at 1.2v and she might put it down a notch but would try it for a while first. It was noted that troubleshooting resolved the reported issue. There were no further complications that have been reported as a result of this event.